Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional graftmaster device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation of a lesion in the left anterior descending (lad) artery with heavy calcification. A stent was placed in the mid lad and one distal overlapping 1st stent. A non-compliant balloon was placed and inflated at the overlap, however, the mid lad perforated. The 2.8x19mm graftmaster covered stent was advanced to the lesion, however, completely failed to inflate and was removed. Another 2.8x19mm graftmaster covered stent was advanced but failed to cross the proximal stent to the perforation site but did not worse the perforation. The patient was sent to surgery where emergent pericardiocentesis and single vessel bypass was performed. There was no adverse patient sequelae. In the physician's opinion, the graftmaster caused or contributed to the pericardiocentesis and bypass surgery there was a clinically significant delay in the procedure. No additional information was provided.